Event description:
Five days post index procedure, the pt presented in an emergency room with severe headache and was transferred to the enrolling site. On arrival, the pt was alert and conversant with severe headache, otherwise, neurologically intact. There was also a complaint of nausea and vomiting. A brain CT scan revealed subarachnoid hemorrhage in the suprasellar cistern and mild increase in ventricular size since last exam. The discharge summary indicated that prior angiography found no intracranial pathology such as aneurysm or avm, nonetheless, there was some concern that possibly all vasculature had not been adequately imaged. The pt underwent initial cerebral angiography that did not show ally clear intracranial vascular pathology. The pt was medically managed for possible vasospasm risk. Transcranial doppler ultrasound was performed three days later (to assess vasospasm) reported no velocity elevations to suggest the presence of vasospasm, noting that the right middle cerebral, anterior cerebral and terminal internal carotid artery. The pt underwent an additional angiography that revealed no findings to explain subarachnoid hemorrhage. There was no significant vasospasm with a small amount distally that was stable on both studies. The discharge summary noted that the pt underwent an MRI scan of the head to rule out hemosiderin staining or other occult avm possibilities. Fifteen days post index procedure, the pt was stable following carotid stenting subsequently complicated by subarachnoid bleed of idiopathic mechanism but potentially associated with some form of cerebral hyperperfusion syndrome.

Manufacturer narrative:
In 2008, the pt was admitted for the index procedure. Upon obtaining access to the left common carotid artery, injection through the sheath revealed what appeared to be an acute occlusion of her interposition vein graft. The physician decided not to use the angiogram device due to the acuity of the occlusion. At this point, the pt received 4 mg of midazolam and 100 mcg of fentanyl to obtain adequate sedation. From then on the pt became non-responsive. One precise rx stent was placed in left proximal internal carotid artery, extending to the left mid internal carotid artery. The site reported a 10% final residual in-lesion stenosis. According to the interventional catheterization report, 15 minutes post-procedure, the pt had regained mentation and was able to move all four extremities symmetrically. Her speech was compromised for about 15 minutes and gradually returned to her normal baseline. Consultation with another physician was performed, and it was agreed that there was no evidence of distal embolization, and no further intervention was required. There was full recovery and no deficit. The next day, the stroke sale score was 0. Bilateral carotid ultrasound was performed and, according to the dictated report, revealed no hemodynamically significant stenosis at the right carotid bifurcation. Pulsed-waved doppler parameters for the right ica indicated less than 50% diameter reduction. The stent was visualized, extending from the common carotid artery into the proximal internal carotid artery with relatively fast velocities along the course of the stent, possibly on the basis of its relatively small caliber alone, with no evident focal stenosis along the course of the stent. There was no visualized patent left eca, hence occlusion was suspected. Antegrade vertebral arterial flow was apparent bilaterally. The pt was discharged on asa and clopidogrel. Additional info will be submitted upon 30 days of receipt.